Event description:
Crack in cvc [central venous catheter] blue lumen. Unsure of when crack occurred. Line placed on [date redacted]. Crack noted in charting on [date redacted] - approximately 8 days later at 2000.